Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to have a replacement and while he was on phone he reported being in the hospital with low blood glucose. The blood glucose reading at time of call was 217mg/dl. The caller stated that he walked too far without enough carbs in his system. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.